Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal pancreatectomy procedure, as the pancreas was to be transected, the powered stapler with a reinforced reload stopped the firing process. The staple line was incomplete (proximal). The surgeon closed the jaws of the power stapler reload onto pancreas very slowly. The indicator lights were solid and then to blinking when the green safety button was pressed the knife blade advanced only a couple of millimeters and then stopped even when the firing button was still pressed. The blue button was pressed several times however, nothing happened. The knife blade was retracted using the silver button and continued the procedure with a new reload and a manual stapling handle. The use of the manual handle required too much movement from the user which resulted to a split in the pancreas causing injury to the patient however temporary. Pancreatic leakage/bleeding occurred which was treated with conservative medical treatment with medication. There was no patient injury.